Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no moisture damage to the electronic assembly. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that there was fluid visible under the device's display, but was unsure of any significant events leading up to this issue. The customer also confirmed that there was a small crack near the screen. Blood glucose level at the time of the incident was 146 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.